Event description:
According to the reporter, during a laparoscopic kidney sampling for transplant procedure, the adapter was not recognized. There was no patient injury. Medtronic's initial evaluation of the returned product found that the adapter was opened up and bent gold pins were found.

Manufacturer narrative:
D10 concomitant medical product: sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software and was recognized. The device calibrated correctly. It was reported that the adapter was not recognized. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of "bent gold pins" that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.